Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is unknown where or how the sticky substance was produced on the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The power switch was lodged in the unit. Furthermore, the power switch itself as an adhesive-like substance, that causes the switch to stick intermittently. Cosmetic damage was noted near the scope socket area. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on his evis exera iii xenon light source could not be pushed during a procedure. According to the initial reporter, the procedure was completed using the subject device, the staff just had to press the power button multiple times to turn the unit off. There was no delay in the procedure and no negative impact to the patient.